Event description:
Customer reports lancet sticks out while priming while using the softclix lancet device. MFR's investigation department found lancet protrudes after being fired. No accidental stick reported. No adverse event reported. Suspect device was returned and a replacement was sent.